Event description:
In 2007, the lay-user/patient contacted lifescan alleging the one touch ultra meter is giving inaccurate high readings. The complaint is being classified according to the documentation of the customer care advocate (cca). According to the pt, the meter started to give inaccurate high readings. Six weeks later, the pt allegedly rec'd inaccurate readings of "152, 149, and 99 mg/dl" while having symptoms described as "dizziness, shaking, and light headed." The pt administered self-treatment by consuming food/beverage. The pt was not tested on any other meter. During troubleshooting, the cca verified that the meter was set to the correct unit of measurement mg/dl, the pt was using the correct testing technique, and the reported reading match with the meter's memory. This complaint is being reported because the pt developed symptoms suggestive of hypoglycemia after the meter had been giving the alleged inaccurate high readings. Replacement products were sent to the pt.